Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other devices used: catalog #42530006401, persona pegged porous tibial component, lot #62475964 catalog #42512400413, persona ps vivacite articular surface, lot #62229721 catalog #42540200029, persona all-poly patella, lot #62773356 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent closed manipulation due to pain and swelling.

Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part arid lot combination of the tibial component. Operative notes from the primary surgery state the patient underwent left total knee arthroplasty due to advanced varus gonarthrosis. The femoral and tibial components were cementless and the patellar component was implanted with cement. Tracking, range of motion, and stability were assessed after implantation of the final components and noted to be satisfactory. The surgeon noted no complications. Notes from a closed manipulation approximately 2 months after the primary surgery state that the patient had a range of motion from 0 to 90 degrees. Motion from 0 to 145 degrees was achieved after the manipulation. Office visit notes indicated the patient was experiencing knee pain and swelling. Excellent stability, full extension, and flexion to 130 degrees were noted. The notes indicate x-rays show the components were well fixed and well positioned. Per the persona knee system package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the pt is experiencing unk harm caused by tibial component.